Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 21cm distal of the strain relief. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, it was noted that the device came apart in the body and was subsequently removed. The procedure was delayed but no patient complications reported.

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, it was noted that the device came apart in the body and was subsequently removed. The procedure was delayed but no patient complications reported.